Event description:
The pt experienced decreased efficacy of therapy. The catheter was replaced due to a break/tear/hole. The pump delivered lioresal 500 mcg/ml at 60 mcg/day. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results of the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.